Event description:
A foreign customer alleged that his contour meters were not working correctly. He stated that he had to go to the hospital, due to this meter readings and while there, it was discovered his meters read much higher compared to a lab test. No actual readings were provided. The customer became very irritated when customer service attempted to gather more information. He threatened to prosecute if customer service could not tell him why his meters were not working. The customer refused to troubleshoot his meters and eventually ended the call. It's not known if any product will be returned for evaluation.